Event description:
It was reported that autocapture was operating in high-output mode (5 volts). Capture thresholds were 6 v, 1.0 ms in the bipolar configuration. The long term threshold record revelaed a drastic increase in ventricular thresholds in past weeks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.